Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing could not reproduce the reported battery issue. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis concludes that the risk associated with the use of the device has not changed and is still acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognize an ac power source when plugged in and was using its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognize an ac power source when plugged in and was using its internal battery. There was no patient injury reported as a result of this incident.